Manufacturer narrative:
Additional information: date of event, report source, adverse event problem. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastrectomy, the surgeon was not able to load the orvil anvil on the stapler. The surgeon stated that the anvil did not tilt when the thread was cut, between the anvil legs and the plastic tube. In addition the anvil legs bent. The surgeon decided to remove the anvil and takes the anvil drop from the stapler. Due to the device issue, the patient had fistula, tissue damaged and few millimeters unanticipated tissue loss. The surgical time was also extended for more than 30 minutes. The patient was hospitalized for a fistula.

Event description:
According to the reporter, during an open gastrectomy, the surgeon was not able to load the orvil anvil on the stapler. The surgeon stated that the anvil did not tilt when the thread was cut between the anvil legs and the plastic tube. In addition, the anvil legs bent. The surgeon decided to remove the anvil and took the anvil drop from the stapler. Due to the device issue, the patient had fistula and tissue damage. The surgical time was also extended for more than 30 minutes. The patient was also still in the hospital because of the fistula.

Manufacturer narrative:
Additional information: b1, b2, b5, d4 (expiration date, lot number), g3, h1, h4, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open gastrectomy, the surgeon was not able to load the orvil anvil on the stapler. The surgeon stated that the anvil did not tilt when the thread was cut, between the anvil legs and the plastic tube. In addition the anvil legs bent. The surgeon decided to remove the anvil and takes the anvil drop the stapler.